Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet on the main body (resulting in a separation of main body from twist sleeve). Functional testing including leak and clear passage testing were performed; leak testing identified the broken occluder feet preventing shut off of flow with the twist clamp closed (leak through the set). Clamp function testing was not performed due to the broken occluder feet. The reported condition was verified. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a separation of the main body from the twist sleeve which resulted in fluid leakage. This was noticed during use of the device for peritoneal dialysis, when opening the "small white cap". The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.